Event description:
The suspect device result was hi. The user dosed insulin and later passed out at the clinic they were at for a dialysis treatment. The doctor at the clinic provided unknown treatment. Controls were not used. The device was replaced and requested to be returned for evaluation.